Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided the patient's baseline weight of (B)(6) pounds.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient coughed on (B)(6) 2014 without bracing his abdomen and noticed bleeding at the incision site. The patient also had increased pain and tenderness to the abdomen. It was indicated the issue was not related to the device, therapy, or implant procedure. It was noted the patient had a history of abcesses. The patient had laboratory testing done on (B)(6) 2014 which resulted in elevated platelet count and a culture that showed no signs of infection. Laboratory testing done on (B)(6) 2014 showed no signs of infection and were normal. The patient's pump pocket was washed out and revised on (B)(6) 2014. The issue was resolved without sequelae on (B)(6) 2016. The patient also noted some post operative pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was possibly related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to ¿bleeding at implant site.¿ no further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.